Event description:
Related manufacturer report number: 2017865-2022-14485. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and failure to capture on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.